Event description:
The patient presented to a physician on (B)(6) 2012 with symptoms of withdrawal. The patient experienced increased tone and had elevated ck levels. A pump failure was suspected. No alarms had occurred. Physician performed a series of troubleshooting methods which included the following: programmed bolus, catheter aspiration, dye study, CT study, and motor study. No abnormalities were determined. Physician elected to replace the entire system. The device system was replaced. The following week, the patient showed little signs of improvement. It was later indicated that in addition to withdrawal patient experienced (B)(6) infection and lack of therapy. The infection was noted as not being at the site/location of the pump or catheter. It was clarified that a rotor study revealed no abnormalities, however, they were unable to aspirate in regards to a dye study. The patient had recovered with sequel (please refer to MFR report# 3004209178-2012-01197 for information regarding this event). Drug delivered via the device was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly; a non-significant indent was seen in the sc cup. The indent did not affect infusion.